Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. The instrument has 4 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to a da vinci si surgical procedure, a broken wire was noted on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.